Event description:
It was reported that pump experienced malfunction code 3 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.